Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava, and one of the struts is in contact with the aorta. The ivc filter is tilted and there is marked stenosis of the ivc filter. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient is said to have had multiple deep vein thrombosis (dvt), with the most recent dvt occurred in the setting of a subtherapeutic inr despite complying with coumadin therapy. Given the recurrent nature of the thromboembolic disease, the patient was felt to be best served with an ivc filter in addition to coumadin. The right common femoral vein was accessed on the first attempt. Fluoroscopic guidance was used and the trapease filter was inserted and successfully deployed infrarenal, as demonstrated by a subsequent venogram. There were no immediate complications to the procedure. Approximately four months after the filter was implanted, the patient underwent a coronary angiography indicated for aortic dissection. The coronary angiography reported normal coronaries along with iatrogenic aortic dissection. The patient remained hemodynamically stable throughout the case and was relatively asymptomatic. The dissection did not involve the ostium of the right coronary artery and no coronary flow was compromised. Given the patient's overall clinical picture, it was felt best to transfer the patient to coronary intensive care unit (cicu), to obtain a transthoracic echocardiogram to exclude aortic insufficiency and pericardial effusion, and to follow the patient serially with a computed tomography (CT) of the chest. A complete two-dimensional transthoracic echocardiogram was performed (2d, m-mode, doppler and color flow doppler). The medical history noted at the time included anemia, anxiety, dvt, metabolic disorder, migraines and ivc filter placement. The study was technically adequate. There is mild asymmetric left ventricular hypertrophy. Echocardiographic and doppler findings are not consistent with left ventricular outflow obstruction. Left ventricular systolic function is grossly normal. Ejection fraction= 60-70%. There is trace mitral regurgitation. There is mild tricuspid regurgitation. There is no pericardial effusion. Possible small intimal flap seen in right coronary cusp but no evidence of extension into ascending aorta or arch in views obtained. Approximately six years and eight months post filter implant, the patient underwent an abdominal computed tomography (CT) scan indicated for ivc filter evaluation and for an undisclosed ivc injury. The CT scan findings reported the filter is oriented parallel with the ivc without significant tilt although the tip does contact the anterior wall of the ivc and it is positioned in in an infrarenal ivc location with its tip 2.5cm below the lowest renal vein (left renal vein). Although the midportion of the struts distend the ivc, no discrete fat planes are seen to suggest perforation. Note is made that a strut may contact the right lateral wall of the aorta. There is no evidence of strut fracture or significant bending. There is marked stenosis of the ivc inferior to the filter extending at least down to the bifurcation. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and eight months post implantation. The patient reports inferior vena cava perforation, tilting of the filter, and a strut of the ivc filter in contact with the aorta. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was multiple deep vein thrombosis (dvt) while on coumadin therapy. History includes anemia, anxiety, dvt, metabolic disorder, and migraines. Fluoroscopic guidance was used and the trapease filter was inserted and successfully deployed in an infrarenal position. There were no reported complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, struts of the filter perforate the wall of the ivc, and one of the struts is in contact with the aorta. The ivc filter is tilted and there is marked stenosis of the ivc filter. Approximately four months post implant, the patient had an aortic dissection. The angiography reported normal coronaries along with iatrogenic aortic dissection. Echocardiogram revealed mild asymmetric left ventricular hypertrophy. Approximately six years and eight months post implant, a abdominal CT reported the filter is without significant tilt although the tip does contact the anterior wall, it is in an infrarenal ivc position. Although the midportion of the struts distend the ivc, no discrete fat planes are seen to suggest perforation. Note is made that a strut may contact the right lateral wall of the aorta. There is no evidence of strut fracture or significant bending. There is marked stenosis of the ivc inferior to the filter extending at least down to the bifurcation. Per the patient profile form (ppf), the patient reports inferior vena cava perforation, tilting of the filter, and a strut of the ivc filter in contact with the aorta. The patient further experienced anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava, and one of the struts is in contact with the aorta. The ivc filter is tilted and there is marked stenosis of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava, and one of the struts is in contact with the aorta. The ivc filter is tilted and there is marked stenosis of the ivc filter. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.